Event description:
Flattening of eye well[anterior chamber disorder nos], change in refractive power[refractive errors nos], decreased visual acuity[visual acuity reduced]. A patient underwent the implantation of two ceeon 912 (17 diopter) lenses in the right eye in 2000. Recently the patient experienced reduced visual acuity. An examination revealed that the eye well was flattening and that there was a change in refractive power. Their visual acuity was 2200, which returned to 20/40 with +550 correction. In 2002, both lenses were explanted and replaced with a non-foldable alcon lens. The patient also has two ceeon 912 lenses in their left eye, which may be explanted in the near future due to similar circumstances. Further information was not provided. Investigation results were completed and received on 10dec2002. Batch record review showed no deviations. Based upon the fact that a lens could not be returned for analysis, no further investigation could be performed. Pharmacia has no experience with piggybacked lenses and complications that could occur. No production related cause could be identified. The reason for the polypseudophakia is not stated. However it could be presumed that the patient had a microphthalmia with hyperopia and therefore a single lens implant was not sufficient. Reduction of anterior chamber depth is a common associated problem in patients with hyperopia. The reduction in visual acuity after two years of iol implantation may be accounted by the fact that there might be proliferation of tissue "elschnig's pearls" from the space between the two lenses. This further increases the hyperopia. Removal of this is extremely difficult and therefore may require explantation of the lenses. Additional information on patient's medical history including information on patient's ocular status prior to the iol implantation would be useful. It is unknown whether the explanted lenses were sent to the manufacturer for technical analysis, if so a technical complaint analysis report would be useful to further evaluate the case. Based on an investigation of batch records and raw material inspection records there is no evidence that this event could be a problem related to the manufacturing of the product.